Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17618739) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx pta balloon catheter (4cm155) inserted and inflated. However, it ruptured within its nominal pressure during its initial inflation because of severe calcification. There was no reported patient injury. Therefore, it was replaced with a new balloon catheter and the procedure was completed. The lesion was the superficial femoral artery. Initially, this was an endovascular repair case. The device will not be return for analysis because of patient¿s infectious disease.

Manufacturer narrative:
As reported, a 5x40mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was inserted and inflated. However, it ruptured within its nominal pressure during its initial inflation because of severe calcification. Therefore, it was replaced with a new balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery (sfa). Initially, this was an endovascular repair case. Additional procedural details were requested but are unknown. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17618739 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severe calcification) most likely contributed to the reported event since calcified/resistant lesions can damage the balloon as reported by the customer. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.